Event description:
It was reported that this inflatable penile prosthesis was removed as the cylinders were not retaining fluid and had a loss of rigidity while left inflated. The physician indicated it may be a pump issue. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The pump was visually inspected, leak tested, and functionally tested. The pump was visually inspected, no damages or abnormalities were found. The pump passed the leak test. The pump was functionally tested and did not pass activation testing. Analysis confirmed the reported clinical observations.

Event description:
It was reported that this inflatable penile prosthesis was removed as the cylinders were not retaining fluid and had a loss of rigidity while left inflated. The physician indicated it may be a pump issue. A new inflatable penile prosthesis was implanted. No patient complications were reported.